Event description:
Device diagnostic testing at a routine office visit resulted in high lead impedance reading, indicating possible device malfunction. X-ray review by the manufacturer identified a gross lead discontinuity at the neck level, which is the root cause for the high impedance event. The patient did reportedly manipulate the generator through the skin, but the treating medical professional did not believe the manipulation to be a cause of the lead break at the neck level. The patient underwent device explantation surgery as seizure control was maintained without vns therapy. Analysis of the explanted lead confirmed multiple fractures in the lead body, some being stress induced fractures (torsional appearance) with mechanical damage and no pitting, and another area as having extensive mechanical damage and pitting which prevented identification of the coil fracture type. The fracture observed in x-rays was near an edge of a tie-down, thus a fatigue stress fracture mechanism is suspected. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
X-rays were reviewed by manufacturer. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.